Event description:
It was reported that there was a suspected lead infection, culture was negative, and the patient was treated with dicloxacillin 500 mg x 4, 7 days. It was noted that it was a short trial period and the staged implant was planned for (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 30576sc, lot# lc5435. Product type: screening device. (B)(4).